Event description:
The report stated that after turning on the power for a radio frequency ablation procedure, a water leak occurred on the needle side of the tube connection, a pinhole was confirmed on it. Another needle electrode was used to complete the procedure. There was no injury reported. The needle electrode has been discarded by the site.

Manufacturer narrative:
The incident sample was not returned for evaluation, therefore, an evaluation could not be performed. Valleylab labeling regarding the setup of the cool-tip system includes the use of sterile water which prevents unintended contamination of the sterile field. Continuous improvements to tubing set design have significantly reduced the trend in leakage complaints.